Manufacturer narrative:
UDI: (B)(4), and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) a novasure procedure was performed and they got 4 vacuum alarms but kept using the device and the procedure was completed in 2 minutes, all went well. The doctor scoped the patient pre-procedure and post-procedure and all looked fine. Later that day the patient went to the ER reporting a lot of abdominal pain and cramping. The patient was given morphine for the pain and admitted to the hospital for monitoring. A diagnostic laparoscopy was not performed on the patient at the hospital. The patient is doing great off all pain medications and is back to normal activity. No additional information available.